Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaudible alarm issue was reported with the adc device. The customer reported that the low glucose alarm sounded, due to 'lo' (< 40 mg/dl) readings from the sensor, but stated that the alarm sound coming from the reader was "muffled" and was therefore not loud enough to awake customer despite correct sound settings. Consequently, the customer experienced symptoms of a seizure, loss of consciousness, and collapsed, resulting in broken ankle. The customer was seen at a hospital where an x-ray was performed on their ankle and customer was provided an unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.